Event description:
A nurse reported that a patient was admitted to a hospital on (B)(6) 2014, due to hypotension and peritonitis. This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatment: the patient did not wash their hands and did not don a mask. The patient was not dialyzing at the time or four hours prior to the time of the admission. While admitted, the patient did not have a dialysis treatment. On (B)(6) 2014, the patient experienced a cardiac arrest and expired.

Manufacturer narrative:
The actual device was returned to the manufacturer for evaluation and a product investigation was performed. An interior and exterior visual inspection showed no sign of any physical damage. A simulated treatment was performed and completed without any failures. The valve actuation test, system air leak test, patient sensor calibration check passed. Further evaluation found no device malfunctions that would have caused the reported patient death. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Manufacturer narrative:
The patient's medical records were received and a clinical investigation was completed. The clinical investigation concluded based on 67 pages of medical records information it appears that on (B)(6) 2014, the patient expired due to cardiac arrest. The medical records do not contain any death certificate or autopsy report for review. According to the pdrn, the patient was admitted to a hospital on (B)(6) 2014, due to hypotension and peritonitis. The nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatment (including hand washing or donning a mask). According to the pdrn, the patient was not dialyzing at the time or four hours prior to the time of the admission. Pdrn stated the patient did not have a dialysis treatment. The pdrn stated the patient experienced a cardiac arrest and expired on (B)(6) 2014. There is no documentation in the medical record that indicates dialysis products used at the time of the patient's death. Medical records do not indicate a causal relationship between the patient's liberty cycler and the patient's hospitalization. Medical records do not indicate a causal relationship between the patient's liberty cycler and the patient's death.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.